Manufacturer narrative:
The customer reported that twelve devices contributed to eleven reported events (one device per event). The customer returned six devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the six returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00313, 3012307300-2017-00314, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317, 3012307300-2017-00318, 3012307300-2017-00319, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, 3012307300-2017-00323, and 3012307300-2017-00497. Five bivona® 8.0mm tts¿ tracheostomy tubes and one 7.0mm tts¿ tracheostomy tube were returned for investigation. Visual inspection of the six returned devices was performed with the unaided eye and under normal plant lighting. Inspection found that all devices appeared to have been used and biological matter was observed under the edge/lip of the connector. No obvious visual defects were observed during inspection. After visual inspection, the returned devices were leak tested. Leaks were detected in the device cuffs near the proximal cuff bands. The general area of the leaks were isolated and inspected with magnification. Two of the six devices had small cuts on the cuff located opposite of the airway line; additional abraded marks were located near the cuts. Four of the returned devices had a small cut in the cuff at the top of the airway line; no additional marks were found near the cuts. Investigation was unable to determine the root cause of the observed cuts; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a pinhole leak was observed with the bivona® tracheostomy tube during patient use. According to the reporter, the tracheostomy tube was changed after the event was observed. It was reported that the patient did not experience harm or injury and that the event was resolved. The tracheostomy tube had been changed one time previous to the reported event. According to the reporter, the patient was initially admitted to the hospital for confusion and weakness. While at the hospital, it was found that the patient was septic and in renal failure. On the second day, the patient went into "peaq" and was coded. A sputum test was conducted and was (B)(6) with "(+) m. Catarrhalis and (B)(6) ." On day 14, the patient was received the tracheostomy tube and "peg". It was reported that the patient was on dialysis and unstable at the time of the reported event.